Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced leakage. The following information was provided by the initial reporter: the section where the plastic ¿straw¿ has been malfunctioning¿it doesn t keep fluid within it (doesn t stay primed) and now the nursing is reporting that there is leaking occurring at the ends of it.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of leaking from the plastic 'straw' could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10010454 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced leakage. The following information was provided by the initial reporter: the section where the plastic ¿straw¿ has been malfunctioning¿it doesn¿t keep fluid within it (doesn¿t stay primed) and now the nursing is reporting that there is leaking occurring at the ends of it.